Event description:
It was reported that the customer was hospitalized for high blood glucose of 689mg/dl. It was stated that the customer was vomiting, dry heaves, and sharp pains. The customer's most recent blood glucose was 111mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. Ran a fixed prime and high pressure test and the insulin pump passed the test. The father also mentioned that the hospital took off the insulin pump and the customer was treated with an insulin drip. The hospital then connected the insulin pump back and his blood glucose went up again. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.